Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal blood glucose results as well as to another device. The medical surveillance specialist contacted the patient for follow up questions (mss) on (B)(6) 2012. However, the patient was unable to recall the details of the alleged issue or the details of the related incident and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 8:30 a.m. The patient claimed that she obtained blood glucose results of ''547, 480, 337, and 277mg/dl'' with the subject meter in a time period greater than 30 minutes. The patient was also comparing the subject meters results to a blood glucose result obtained on an unspecified meter of ''77 mg/dl.'' However, the time period of the unknown meters result being obtained and the results obtained on the subject meter was greater than 30 minutes. The patient reported managing her diabetes with ''21 units'' lantus insulin at bedtime and glipizide cr 10 mg twice a day. Prior to the alleged issue starting the patient claimed that she had consumed less food and/or drink than in her normal diabetes management. The patient reported developing symptoms of ''bad headache, nervous, light headedness, and shakiness.'' The patient told the mss that she was not positive if the symptoms began before or after the alleged inaccurate high results were obtained. The patient told the cca that she treated herself with food and/or drink on the morning of (B)(6) 2012. During troubleshooting the patient did not have test strips to perform a control test. The cca was unable to confirm if the subject meter was set to the correct unit of measurement at the time of troubleshooting. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event for the following conclusion(s): the patient reported developing symptoms suggestive of acute hypoglycemia that required medical intervention. The patient was unable to confirm if the onset of the symptoms was prior to the alleged issue starting or after and so it remained unclear if the alleged issue resulted in the serious injury. In addition, the alleged inaccuracies were not resolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.